Manufacturer narrative:
Approximate age of device - 2 years, 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2019 that the patient was admitted on friday (B)(6) 2019 with elevated ldh 1700 u/l no change in power and was on heparin gtt. Log files were submitted and technical service review noted, log captured some speed drops associated with a pi event. All pi events will cause the hmii vad speed to drop to its low speed limit. This speed drop and the pumps desire to climb back up to the set speed can cause a transient elevation in power during a pi event. There were no other unusual alarms or events seen within the log file. The vad was functioning as intended. No further information was provided.

Manufacturer narrative:
Correction- the device was not explanted. The patient remains ongoing on the device.

Event description:
Additional information reported the patient was not treated in addition to heparin and no additional diagnostic tests were performed. The patient's ldh is stable with the last recorded value at 263. No additional information was provided.

Manufacturer narrative:
Explant date correction: the pump was not explanted. The patient remains ongoing on lvad support with (B)(4). Manufacturer's investigation conclusions: a specific cause for the report of elevated ldh could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(4), and the elevated ldh could not be conclusively established. The submitted system controller log file contains data from 15mar2019 01:43:03 pm through 01apr2019 09:26:00 am. The pump appeared to have functioned as intended above the low speed limit with no atypical alarms throughout the duration of the log file. No unusual events were observed in the data. It was reported that the patient was not treated with any medication or medical intervention, and no tests were performed. The most recent ldh was 263. The patient remains ongoing on (B)(4) and no further issues have been reported at this time. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.